Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when physician began to insert lens he noticed that it was improperly folded and retracted the lens back into injector. It was mentioned that in the physician's opinion possible loading error caused the event. A lens of the same model and diopter was implanted during initial procedure.